Manufacturer narrative:
(B)(4). The dexcom g5 mobile continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 08/30/2016, that on (B)(6) 2016, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2016. The skin reaction was described as a mild rash with red and irritated skin. Rash was located at the sensor site. On (B)(6) 2016, dexcom was notified that the patient went to the dermatologist on (B)(6) 2016, regarding the reaction. The patient was not prescribed any medication but was instructed to let the irritation air out. At the time of contact, the patient indicated that they had not used another sensor since last sensor was removed on (B)(6) 2016. Patient was in fine condition. Additional event or patient information is not available. No product or data was returned for evaluation. The reported event of skin reaction could not be confirmed. A root cause could not be determined.